Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction/rash on her back. There was no alleged device malfunction contributing to the irritation. It was reported that while the patient was in the hospital, the wound care nurse ordered hydrocortisone. Follow up indicated that the cream helped the skin irritation to improve.